Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. Annex a corrected from a0202 (defective component) to a140802 (failure to infuse). H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.